Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a pace impedance measurement high out of range greater than 2,500 ohms, per transmission report review. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.